Event description:
Customer reporting discordant sars result. Customer communicated the quidel qv result was positive and another brand of rapid antigen was negative. No confirmation testing was performed and symptomatic status of patient is unknown.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.